Event description:
Earlier this year I went for a contact lens exam and recieved baush & lomb contact lenses and renu with moisture loc. The next day the report came out about the lens solution and I disposed of it, but wore the lenses. Normally, I'll wear lenses for about a week then take them out. Since this set, I've had to take them out the next day or two due to inflammation of the eyelids or due to fuzzy vision the next morning. The one time I left the lenses in for two days and ended up with an eye infection -pink eyes, heavy mucus, sensitivity to light-which took almost 3 days to clear up. I was wondering if anyone else has reported this problem. Does b&l use the moisture loc in its contact lens packaging?